Manufacturer narrative:
After further review, this issue was found to be a qc failure. This complaint is not MDR reportable. In this particular event, the diagnostic test is performed with the understanding and recommendation to perform concurrent controls to assure accuracy. Therefore, erroneous results would be suspected and lead to retesting. This will not likely lead to a serious adverse event.

Event description:
It was reported that haemophilus did not grow on the bd¿ haemophilus test medium agar (htm) plate. This was tested with atcc 49247 and nctc 8468, but there was no growth with the qc organism. Erroneous results were reported to clinicians, and there was no patient impact. The following information was provided by the initial reporter: "haemophilus is not growable on plate. Tested with atcc 49247 and nctc 8468." "Were there any erroneous results reported yes/ reported and processed as complaint if so - were any patients treated based on the erroneous results no. Also - did they try a new/fresh atcc or nctc swab to see if related to the qc organism? Yes." "No growth with qc organism." "No patient involvement, patient impact."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that haemophilus did not grow on the bd¿ haemophilus test medium agar (htm) plate. This was tested with atcc 49247 and nctc 8468, but there was no growth with the qc organism. Erroneous results were reported to clinicians, and there was no patient impact. The following information was provided by the initial reporter: "haemophilus is not growable on plate. Tested with atcc 49247 and nctc 8468". "Were there any erroneous results reported yes/ reported and processed as complaint if so - were any patients treated based on the erroneous results no also - did they try a new/fresh atcc or nctc swab to see if related to the qc organism? Yes". "No growth with qc organism". "No patient involvement, patient impact".